Event description:
Used product was returned to carefusion with product for a different report. It is unk why the product was returned or for what issue. No further pt/event info was reported.

Manufacturer narrative:
Conclusions: no available code for undetermined or unk cause. Visual inspection of the returned set confirmed a crack measuring 0.52 inches along the female luer. Microscopic inspection of the female luer lock did not note any stress marks. No other damages or issues were observed with the extension set during visual inspection. Functional testing noted a leak from the crack in the luer. No leak was observed from anywhere else. The root cause of the crack was not identified.